Event description:
IV would not run through abbott life care 5000 pump. Tubing noted to have several kinks. Per staff multiple problems with this product since new packaging. Per abbott rep this lot # had problems and tubing has been modified. Will assist in rapid replacement.